Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, the is1 connector of the lead could not be removed from the device and had to be cut.

Manufacturer narrative:
The reported connector anomaly could not be confirmed in the laboratory. Upon receipt, the rv is-1 set screws were not returned. The device was tested on the bench and test leads were inserted and secured successfully. The cause of the reported field event could not be determined.